Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was migrating close to the surface of the skin. The patient experienced pain at the ipg pocket site as a result of the issue. Surgical intervention was performed on (B)(6) 2020 wherein the ipg was placed deeper in the pocket, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.